Event description:
It was reported by a customer in the USA that, during patient use, an 840 ventilator stopped cycling. The patient was removed form the unit, and placed on another ventilator. There was no reported patient injury.

Manufacturer narrative:
The covidien customer service engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the inspiratory printed circuit board (pcb) to resolve the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).